Event description:
The patient reported the implant stopped working, they mean that they were unable to recharge the implant and saw a call your doctor icon on both the recharger and patient programmer. The patient did not know the code associated with the call your doctor ion. It was noted that the icon was in august 2016. It was later stated that the implantable neurostimulator (ins) was depleted and they were not near the recharger. A power on reset (por) message was reported on the recharger. The patient connected with their programmer and reported a warning por message. The patient was directed to contact their health care professional (hcp) for reset. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.